Event description:
The facility representative reported a pump that overinfused an unspecified amount of fentanyl during pt use. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The pump has been received by baxter, but an evaluation has not yet been completed. A follow-up reported will be submitted when the evaluation is completed.